Event description:
Patient presented to the physician with one of the leads protruding at the chest exposing the patient to potential risk of erosion or infection. Physician brought the patient into the or, opened the chest incision, and determined the suspected lead was the stimulation lead. Physician tucked the lead under the ipg and closed.